Event description:
Pt had a thromboembolism 9 months post implant which caused transient neurological deficit. He was medically treated and continued to be followed.

Manufacturer narrative:
Device not returned.